Event description:
Pt presented with c/o tenderness of medial aspects of both breasts from both sides. On exam, these areas were thick and there appeared to be a firm capsule, thickening of the capsule, and some scar tissue. There was also a bulge from 6:00 to 9:00 area of the l breast. Pt had had a bilateral mastectomy with bilat reconstruction in 1980. Open capsulotomies, bilaterally with revision of scars both breasts, replacement of implants with saline implants. She had bilateral capsular contracture but both implants were intact.